Event description:
The patient experienced severe pain in her back and hips and had phantom leg pain for about a week. The patient was crying, passed out, and was taken to the hospital by ambulance. The patient was hospitalized for 3 days. The hospital ran several diagnostic tests (the tests were not specified) but could not find anything wrong with the pump. The patient was now at home in "excruciating pain". The patient's husband believed there was a kink in the catheter. The patient saw her pump managing physician. The patient's husband requested a dye study; the physician declined and was going to reduce the patient's dose to prepare for explant because the medications were not working. The patient stated her pain had gone from a 10 to a 5 except for the past week. The patient was given oral medication; the oral medication was not helping. The patient was interested in further testing rather than explant and wanted to find a new doctor. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.